Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that while carrying the device, the handle has come loose and the device fell from about 30 cm to the ground. One screw fell out completely, the second one tore out - the screws are not secured with any loctite. No injury was reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The handle of the oxylog 3000 (manufactured in december 2008) was available for investigation. The initial visual analysis showed that as reported by the user, one screw was missing and the second screw was visibly loosened. In a closer examination of the threads on both sides of the handle no damage could be detected. The remains of the screw lock (loctite) were recognizable on the screw. Based on the available information no root cause could be determined. The oxylog 3000 is no longer manufactured since the end of 2012. According to the manufacturer's specifications the screws of the handle are tightened with a specified torque and secured with loctite. No similar cases have been reported to dräger within the last 5 years. Therefore, this is assessed as an isolated case.